Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed foreign material in forceps elevator could not be identified and a definitive root cause of the issue could not be determined, however, deformation was observed at the location of the foreign material that may have prevented proper device reprocessing. The issues may be detected/prevented by following the instructions for use sections below: jf type 260v and tjf type 260v operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Jf type 260v and tjf type 260v reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign object in the forceps elevator. There were no reports of patient involvement.